Event description:
It was reported that there was data on atrial activity despite the atrial port not being used. It was also reported that the percent pacing on the quick look screen does not match the percent data at the end of the report. The clinic does not have any record that sensitivity was adjusted or any other reprogramming was done. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, 2013-(B)(6). (B)(4).